Event description:
It was reported "the time before last" the patient had an increase in pain and a "big discrepancy" of medication was removed. The patient went through withdrawal and over the past couple of months, they have been increasing the medication by 5% but the patient still didn¿t feel 100%. It was unknown what medication was in the pump at the time of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).